Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.